Event description:
It was reported that three vials of onyx was used in an avm embolization treatment procedure. During injecting onyx into the feeder of the superior cerebellar artery, cerebellar infarction occurred. The physician commented that the caused of the cerebellar infarction was due to part of the onyx migrated into the normal circulation. It was reported the pt's infarction has recovered and the avm was resected on (B)(6) 2010. No other complications were reported with the pt as the result of the event.

Manufacturer narrative:
The devices involved in the event will not be returned for eval as they were consumed in the event. Model# and lot# of the other two onyx vials involved in the event: model# 105-7100-060, lot# 7641392, dom: 07/2009, exp: 06/2012. Model# 105-7100-060, lot# 7853585, dom: 10/2009, exp: 08/2012. (B)(4).